Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One ar-9622 received. Visual evaluation reveals the device is worn, lightly discolored and markings are faded. Functional evaluation reveals the device functions as intended. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 10/11/2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-9622 taper assembly press was used to pair the ar-9560-28-2, 28mm +2 lat. Mgs baseplate and ar-9561-35s, 35mm central screw, but upon insertion the baseplate and central screw disassociated. This was discovered during a reverse total shoulder arthroplasty on 10/5/2021. The case was completed by removing the central screw from the glenoid with removal driver and then opened new implants with no patient harm.